Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. It was stated the customer had multiple motor error alarms in the history. It is unknown if the insulin pump will be returned for analysis.